Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. The patient was noted to be in stable condition. No additional information was available at this time.